Event description:
It was reported that on (B)(6) 2026 the patient¿s hpt medication bag contained a higher-than-expected volume at the time of replacement compared to previous days. On may 7, the hpt pharmacist followed up with the patient¿s mother regarding potential under-infusion, and she again reported excess volume remaining in the bag. No issues were identified with the PICC line, tubing, connectors, or pump during inspection. The hpt pump was replaced, and the y-connector caps were changed. When the patient¿s mother returned the previous medication bag, the hpt nurse measured 180 ml remaining, which was 130 ml more than expected based on the programmed infusion. A review of the pump event log indicated that all doses had been fully delivered over the past 24 hours. The log also showed a few downstream occlusion alarms, which were resolved promptly. The cadd pump tubing and connectors were subsequently replaced. There was patient involvement, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.